Manufacturer narrative:
Investigation: used test and analysis equipment: microscope "keyence- vhx 5000 " digital-camera "panasonic dmc tz8. We made a visual inspection of the three set screws (sw375t - a-c) and the two pedicle screws (st485t - a & b). The set screws show the typical signs of cross threading like shared off thread or damaged initial thread. Through cross threading the set screw, the thread of the pedicle screw was damaged too. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. Conclusion and root cause: the root cause for the failure is most probably user related. Rational: the problem was caused by cross treading the set screws by screwing into the pedicle screws. Corrective action: according to (B)(4) there is no CAPA necessary.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). During the procedure to repair the fracture the thread was twisting in the monoaxial screws. In the final locking the screws would not hold. The thread was removed and the screws had to be changed. Delay in surgery: one hour. All med watch submissions related to this report are: 3005673311-2016-00203, 3005673311-2016-00204, 3005673311-2016-00205. Components in use listed as concomitant devices are: st485t / element monoax.allignment.screw 7.5x50mm (qty 2).